Event description:
On (B)(6) 2018, the reporter contacted lifescan (B)(4) alleging that their onetouch ultravue meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy first occurred on (B)(6) 2018. The reporter provided the following blood glucose results: (B)(6): 412, 270mg/dl; (B)(6): 447 and 207mg/dl and (B)(6): 113, 178 and 600mg/dl. All of these comparisons were performed with in excess of 20 minutes between results, thus making these comparisons invalid for lifescan to determine the possibility of an inaccuracy. Prior to this, the reporter had managed their diabetes with non-insulin shots and informed the csr that they had eaten more food/drink on (B)(6) at 4-5pm. The reporter informed the csr that since (B)(6) 2018 they had been feeling unwell, tired and confused. Due to this, on (B)(6) they visited their doctor. During the doctor¿s office visit the patient¿s blood glucose was measured and a result of ¿500mg/dl¿ was obtained on the doctor¿s meter. The doctor put the patient on an insulin regimen and advised the reporter to start following it immediately. The patient was put on 2 units of novorapid in the morning and afternoon and 4 units of tresiba insulin in the evening. The reporter¿s products were replaced. This complaint is being reported because the reporter developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the reporter¿s symptoms occurred prior them obtaining the alleged inaccurately erratic results, the alleged meter issue could not be ruled out as a cause or contributor to the event.